Event description:
It was reported that during the implant procedure the device was functioning in unipolar mode when it should have been functioning in bipolar mode. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).